Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported "port connector cables with no draw". The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. Analysis found the lcd (liquid crystal display) was out of electrical specification, side bail covers were broken, and the encoder flex was damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.